Event description:
It was reported that during an implant procedure of a dual chamber pacemaker unrelated to this event, high impedance was observed on the pacing lead. Physician attempted repositioning the lead and impedance issue continued. Physician elected to replace the lead. Patient was stable during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.